Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guidewire could not pass through the inner lumen and became stuck. A new iab was inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the guide wire partially inside the iab lumen. The guide wire was able to be removed from the iab lumen without difficulty. The technician then attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).